Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was being monitored due to changes in situ measurements since (B)(6) 2018. On (B)(6) 2018 he was seen for speech perception testing which suggested appropriate progress with recent mapping changes. The same evening the recipient said that the processor had stopped working. There is no report of injury or illness. Re-implantation is planned but no date has been set yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033).conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user was being monitored due to changes in situ measurements, which were first noted in june, 2018. On july 27, 2018 speech perception testing suggested progress with a recent mapping change. The recipient_s mother reported however that on the same evening the recipient took off his audio processor and said it had stopped working. There was no report of a trauma or illness. The user was successfully re-implanted.